Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the perforator was discarded. This dm0010faa easydrill cranial perforator with an unknown lot number was manufactured by micromar. The motor was returned and evaluation determined that the hose was damaged due to inadequate preventive maintenance. Multiple warnings are included in the easydrill cranial perforator IFU manual including: it is essential to keep the drill perpendicular (90°) at the predetermined point of the skull to be drilled, as an excessive deviation from perpendicularity may cause the product to fail and lead to serious patient injury. Select a drill bit suitable for the bone thickness. This prevents the drill from tearing the bone or brain tissue (similar effect when the bit is not positioned at 90°). If the components of the easydrill cranial perforator become loose during trephination, discontinue use. The drill can cut or tear the dura mater when it unlocks. Check some conditions before performing the procedure, such as the existence of adhering dura mater or other anomalies adjacent to the drilling site. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a craniotomy procedure for a tumor resection, the clutch of the perforator did not work when cutting in reverse direction during a burr hole opening. There was no injury reported. It was also reported that the perforator was used together with an mr7 device. The procedure was completed with a backup device and there was no delay. Additional information received that the dura of the patient was damaged. On follow up, it was reported that there was no additional/non-routine procedure taken due to the event and no further information can be provided regarding the status of the patient post-surgery.